Manufacturer narrative:
A ge rep evaluated the system, and replaced the single board computer. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system was displaying an intermittent communication failed error. No pt injury was reported.